Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales rep via email that an ar-1588t acl tightrope suture broke off after positioning the graft. This was discovered during an acl/pcl semitendinosus procedure on (B)(6) 2021 additional info requested.